Event description:
It was reported, the patient never had therapeutic effect. It was stated, the patient had been in ¿lots¿ of pain since having the device implanted. Reprogramming was noted and stimulation had been increased from 5.0v to 10.5v. The patient was instructed to grind their food in a blender to help with the pain in the stomach. It was noted, the patient had met with a representative a ¿couple of months¿ prior and they checked the device. It was stated, it was ¿doing everything like it was supposed to be doing.¿ the patient ¿rolled¿ in pain with their stomach hurting ¿really bad.¿ it did not matter if the patient grinded their food, they would still have pain if they didn¿t eat. It was added, the patient would start to vomit ¿yellow stuff." The ¿best comfort¿ the patient got was by not eating or drinking anything for 24 hours. The patient was not sure if there was a ¿defect in this one or not.¿ it was stated, the patient would rather throw up then have to deal with the pain. They wanted the device removed. It was added that the patient went to emergency room and intensive care unit in (B)(6) 2013 because, they were throwing up ¿so bad.¿ a gastrostomy tube was put down the patient¿s nose to pump their stomach. It was noted, the patient had diabetes and did not know when their stomach was empty or full because, t he nerves were damaged. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was at 10v and the patient was not vomiting. Prior to having the implantable neurostimulator (ins), the patient was vomiting ¿a lot.¿ it was later indicated the patient was still vomiting, but it was not as bad as prior to having the ins. It was stated that 60% of the symptoms were relieved with the ins, but the pain was still there. Sometimes when the patient ate a small amount of food, their stomach would swell up like they were ¿having quadruplets.¿ the patient¿s stomach was ¿extending¿ and it hurt ¿really bad.¿ this started mid-(B)(6) 2013. The ¿bloating feeling¿ started every time they went to healthcare provider¿s (hcp) office. It was noted that the ins was implanted on the left side, but the patient thought it was supposed to be on the right side. The patient¿s stomach problems had gotten worse since having the ins. The patient suspected the location of the ins was causing the pain. The patient saw their hcp a week prior and stimulation was increased to 10v. The patient also informed the hcp of their issues and they were to see the hcp again in a week. A second follow up report will be sent if additional information is received.